Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that in two (2) stored episodes, this single chamber implantable cardioverter defibrillator (ICD) device exhibited noise, which was oversensed on the right ventricular (rv) channel resulting in pacing inhibition with observed asystole greater than two (2) seconds in duration. The episodes occurred approximately six (6) and three (3) months ago, respectively, and were noted to be related to neurostimulator therapy. The healthcare provider (hcp) asked boston scientific technical services (ts) if the device sensitivity can be programmed to a fixed value. Ts indicated that a fixed sensitivity cannot be programmed. Ts provided guidance to measure the amplitude of the oversensed beats and if the automatic gain control (agc) feature is adjusted, it is recommended to perform defibrillation threshold (dft) testing. Ts also indicated that the noise appears like diaphragmatic oversensing and recommended patient tests including coughing, deep breathing and valsalva maneuver testing. The device remains in-service. No patient symptoms or adverse patient effects were reported. It was reported that there was an additional stored event from approximately eight years ago that also exhibited a similar noise signature. Again, the noise was oversensed on the rv channel of this single chamber ICD resulting in asystole of approximately two seconds in duration. Ts indicated possible causes and provided troubleshooting guidance to the boston scientific representative. The ICD device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that in two (2) stored episodes, this single chamber implantable cardioverter defibrillator (ICD) device exhibited noise, which was oversensed on the right ventricular (rv) channel resulting in pacing inhibition with observed asystole greater than two (2) seconds in duration. The episodes occurred approximately six (6) and three (3) months ago, respectively, and were noted to be related to neurostimulator therapy. The healthcare provider (hcp) asked boston scientific technical services (ts) if the device sensitivity can be programmed to a fixed value. Ts indicated that a fixed sensitivity cannot be programmed. Ts provided guidance to measure the amplitude of the oversensed beats and if the automatic gain control (agc) feature is adjusted, it is recommended to perform defibrillation threshold (dft) testing. Ts also indicated that the noise appears like diaphragmatic oversensing and recommended patient tests including coughing, deep breathing and valsalva maneuver testing. The device remains in-service. No patient symptoms or adverse patient effects were reported.